Event description:
It was reported that the patient underwent a surgical procedure in which all the components of an inflatable penile prosthesis (ipp) were removed and replaced. Upon removal, a visible tear was identified in the cylinder. The perforation was suspected to be cause by the use of the device. There were no patient complications related to the device.